Event description:
It was reported that the patient passed away on (B)(6) 2023 due to septic shock. The outcome was not considered to be device or therapy related and the device reportedly worked as expected.